Event description:
It was reported that customer had air bubbles. During troubleshooting, caller was frustrated due to doing everything correctly per trainer and still continues to get air bubbles. Caller was advised that issue would be escalated. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.